Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use on 03-may-2024 and 17-may-2024. Moreover, the issue occurred with two similar types of infusion sets used for 1- 2 days. No further information available.